Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.